Manufacturer narrative:
Concomitant products: 6935m62 lead, implanted (B)(6) 2013.

Event description:
It was reported that the patient presented with chest pain. An interrogation revealed the right atrial (ra) lead exhibited an increase in impedance. The lead was repositioned and remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.